Event description:
It was reported by service report that the bent release crossbar and trigger lock on the breakaway head section were broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar.